Event description:
It was reported that the clinician called in with a concern surrounding a lack of continued tachycardia response observed on the implantable cardioverter defibrillator (ICD). It was reported that the patient was deceased at home and a remote transmission showed therapy was delivered but did not progress to shock for a continued ventricular fibrillation (vf) episode. An initial review of electrocardiograms (egms) indicated under sensing after anti tachycardia therapy (atp), resulting in biventricular pacing with the ICD ending the vf episode after five sinus redetection intervals. There were no reports of any symptoms or malfunctions noted on the device or system prior to the event. The device/system remained implanted. No cause of death was available as this was a home death where the patient was under care, aged and in poorly condition and there had been no reports of malfunction by the physician.

Manufacturer narrative:
The provided session records were reviewed, and it was observed that there was undersensing of ventricular events after anti tachycardia (atp) therapy. Therefore, the device did not deliver additional therapies as it appeared the criteria for sinus redetection was met. The ventricular fibrillation therapy assurance algorithm (vfta) was programmed off. The device was performing per programmed settings. A device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.